Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "pt is experiencing a lot of pain and it is difficult to walk. This began approx 1-2 months ago. Dr took s-rays and told her that she has arthritis. Pt is asking if any of her implants are part of a recall. Granddaughter called."